Event description:
It was reported that the patient's right ventricular (rv) lead had rising defibrillation impedance, high rv and superior vena cava (svc) impedances, increased thresholds and decreased r waves. No intervention was completed. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead triggered two additional lead integrity alerts (lia) for elevated sensing integrity counter (sic), variable impedance, high rate non-sustained episodes and diminished sensing. The lead was capped and replaced.

Manufacturer narrative:
Product analysis the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient heard their device alerting and called the clinic. The patient completed a manual transmission and it was noted that the patient's right ventricular (rv) lead had rising defibrillation impedances. As well, it was noted that the patient's superior vena cava (svc) coil was reprogrammed off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.